Event description:
It was reported that the user experienced connectivity issues between an fl3+ sensor and the ilet, resulting in signal loss to the ilet after a new sensor was started; bluetooth was toggled and the sensor was rescanned in the ilet app, after which the sensor was in warm-up. Symptoms included no clinical effects reported. Outcomes included no functional impact beyond temporary loss of cgm data to the ilet and no alerts or alarms. Investigation included customer troubleshooting and education performed remotely. Investigation of this case revealed that the ilet and sensor re-pairing steps were completed and the system awaited completion of sensor warm-up. It was concluded that the event was related to connectivity and was resolved with standard pairing and warm-up procedures, with no adverse health effects.